Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Surveillance study. It was reported that following a coronary drug eluting stenting treatment procedure the pt presented with in stent restenosis. The index procedure treated two lesions. The first being a 75% stenosed, 2.5x18mm target lesion located in the distal right coronary artery (rca). Treatment consisted of pre dilation with an unspecified 2.78x15mm balloon inflated to 14 atmospheres (atms) and the placement of a 2.75x24mm taxus express2 study stent deployed at 16 atms. Post dilation was performed with the pre dilation balloon inflated to 20 atms. Ivus was performed confirming the stent was well apposed resulting in 0% residual stenosis and timi 3 flow. The second lesion was a 90% stenosed, 2.5x18mm target lesion located in the 1st obtuse marginal branch. No pre or post dilation was performed. A 2.5x20mm taxus express2 study stent was deployed at 16 atms. Ivus was performed confirming the stent was well apposed resulting in 0% residual stenosis and timi 3 flow. A 6000u of heparin were administered. The pt was discharged 2 days later on bayaspirin and panaldine. No angina was confirmed at the 1 & 6 month follow up visits. At 243 days post the index procedure an angiogram revealed a 99% in stent restenosis of the target lesion located in the 1st obtuse marginal branch. There was 0% restenosis of the target lesion located in the distal rca. A 2000u of heparin were administered. Reintervention on day 252 treated the now reported 90% restenosed 2.5x15mm target lesion located in the 1st obtuse marginal branch with angioplasty resulting in 25% residual stenosis and timi 3 flow. A 6000u of heparin was administered. The pt was discharged two days later. Per the physician, the event was listed as "possibly" related to the study device. No angina was confirmed at the 9 months and 14 month follow up visits.